Event description:
It has been reported to philips that system was not booting. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system on site and confirmed that the system was not booting and counts down to zero. Review of log files stated that the system had malfunctioning flex vision pc and most likely cause was malfunctioning grabber cards. The fse replaced the flexvision pc and hard disk drive (hdd). After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.